Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address metallosis. Update rec'd 08/31/2015 - patient was revised for altr. There is no new additional information that would affect the outcome of the investigation. Update rec'd 09/15/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain and underwent a closed reduction to address a dislocation. Upon revision an osteolytic fracture, pseudotumor, and corrosion at the trunnion. At this time the patient's femoral stem is being added to the complaint and reported. The complaint was updated on: 07/10/2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.